Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed the rear panel was damaged/pushed in. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed on the cycler and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the simulated treatment. The cycler underwent and passed a system air leak test, valve actuation test, current leakage test, catch post hipot test, patient hipot test, voltage calibration check, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the inside of the rear panel and on the bottom cover under the pump and behind the front panel. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was connected to the machine and passed away. The patient had just started treatment. Upon follow-up, the pd clinic home therapies coordinator (htc) reported the patient was in treatment (unknown phase) at home during expiration. The cause of death is documented as cardiopulmonary arrest. No autopsy was performed. No additional information was available due to the patient records being closed out. The htc did state there was no indication nor allegation that the patient¿s death was related to the use of a fresenius device, drug, or product. It is unknown if the patient had pre-existing cardiac conditions; however, the patient did have a condition causing bone weakness which prevented physical activity. No further information was available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency. The reported cause of death was cardiopulmonary arrest. Long term survival in patient on chronic dialysis is poor. Cardiovascular disease accounts for the majority of deaths with sudden cardiac death accounting for a large proportion of those. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was connected to the machine and passed away. The patient had just started treatment. Upon follow-up, the pd clinic home therapies coordinator (htc) reported the patient was in treatment (unknown phase) at home during expiration. The cause of death is documented as cardiopulmonary arrest. No autopsy was performed. No additional information was available due to the patient records being closed out. The htc did state there was no indication nor allegation that the patients death was related to the use of a fresenius device, drug, or product. It is unknown if the patient had pre-existing cardiac conditions; however, the patient did have a condition causing bone weakness which prevented physical activity. No further information was available.